Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she had a sudden return of symptoms in (B)(6) 2015, met with a clinical specialist on (B)(6) 2015, and her implantable neurostimulator (ins) was off. The patient did not turn the ins off and it turned off by itself. The clinical specialist did not find anything wrong with the device at the appointment and four new programs were given to the patient. She was instructed to try each program for a week and stay with the program that worked the best. Program 1 was the best but now it wasn't working anymore as of (B)(6) 2015. The patient's device had turned off earlier in the day on (B)(6) 2015, she was upset, and she had wet herself five times since it had turned off. She had a return of symptoms and loss of therapy. On (B)(6) 2015, she could feel stimulation and there were not any medical procedures, electromagnetic interference, traumas, or falls that would be related to the issue. She had increased frequency and on (B)(6) 2015, she had gone to the bathroom 30 times since (B)(6) 2015. The patient stood up and it just flowed. The device was on and she increased to 2.9, but there were still no results or a change in symptoms. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.